Manufacturer narrative:
Additional information: section b1, section b2.

Event description:
As reported by our affiliate in (B)(6), a 26mm sapien 3 ultra valve was deployed in the aortic position by the transfemoral approach. Prior to the procedure, it was noted that the patient had a thick left ventricle. The valve was deployed in a final 100:0 aortic/ventricular position as intended. After implant, the gradient still measured 18mmhg. As the team wanted a one digit gradient, post-dilatation of the valve was performed. During the post-dilatation, the wire perforated the left ventricle (lv). The wire was removed immediately and did a tamponade. The patient's blood pressure returned and the patient was put on ECMO for drainage and surgery. The patient was transferred in stable and recovering in the ICU.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest procedural factors (wire manipulation during valve post dilation) likely contributed to the lv perforation and subsequent surgical repair. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.